Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient was lost to follow up for two years. During follow-up they were unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD). The patient noted that he had heard tones from the device four a few months but had not come into the office due to covid. A magnet was placed over the device and no tones were observed. A magnet reset was performed without success. Boston scientific technical services (ts) was consulted and discussed that a change out procedure should be performed. Ts suggested to attempt another magnet application and reset prior to the revision. The physician indicated they would schedule the patient for the change out procedure in the near future due to concerns over suspected premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported.